Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 a replacement glidescope spectrum smart cable was provided to the customer and the spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed that the test monitor did not create an image with a test glidescope video baton 2.0 large connected. The technical service representative reported that the "no image / intermittent image" issue was the result of cable failure. Since the customer had already received a replacement glidescope spectrum smart cable, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.